Manufacturer narrative:
The returned device was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the stent is no longer crimped on the balloon and was not returned for technical investigation. The balloon of the complaint instrument is still well folded and shows no signs of inflation. The review of the production documentation of the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Event description:
The orsiro drug-eluting stent system was selected for use. The severe calcified, pre-dilated lesion could not be crossed with the device. A guidezilla was used during procedure.